Event description:
It was reported via repair work order that the caster horn mounting bolt was loose causing the cot to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.